Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of pain relief from the implanted scs system. Therefore, the patient underwent an explant procedure during which the full system was explanted. There were no reported patient complications postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408740; model: sc-2408-74; serial/ batch: (B)(6). Product family: scs-linear leads-MRI; upn: m365sc2408740; model: sc-2408-74; serial/ batch: (B)(6). Product family: scs-linear leads-MRI; upn: m365sc2408740; model: sc-2408-74; serial/ batch: (B)(6). Product family: scs-linear leads-MRI; upn: m365sc2408740; model: sc-2408-74; serial/ batch: (B)(6).